Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the patient¿s peritonitis was not definitively determined, possible contamination was suspected. The culture result of coagulase-negative staphylococcus and candida tropicalis supports that theory as both organisms can be found on human skin. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they have peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of being unable to fill and drain. Additionally, the patient reported abdominal pain and a cloudy pd effluent bag. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days for 14 days and ip ceftazidime 2g daily for 14 days. The culture resulted positive for coagulase negative staphylococcus and candida tropicalis. The white cell count was 21,180 with 92% polymorphonuclear cells. The patient was admitted to the hospital on (B)(6) 2025 due to not being able to complete treatment. The pd catheter was removed on (B)(6) 2025 and the patient was transitioned to hemodialysis (hd) due to fungal and bacterial peritonitis. The suspected cause of the peritonitis is possible contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they have peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to complaints of being unable to fill and drain. Additionally, the patient reported abdominal pain and a cloudy pd effluent bag. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every 5 days for 14 days and ip ceftazidime 2g daily for 14 days. The culture resulted positive for coagulase negative staphylococcus and candida tropicalis. The white cell count was 21,180 with 92% polymorphonuclear cells. The patient was admitted to the hospital on (B)(6) 2025 due to not being able to complete treatment. The pd catheter was removed on (B)(6) 2025 and the patient was transitioned to hemodialysis (hd) due to fungal and bacterial peritonitis. The suspected cause of the peritonitis is possible contamination.